Manufacturer narrative:
This report is based on information provided by a field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstrat xl+ defibrillator indicating that the device could not pass the operational check. The fse evaluated the device at the customer¿s site. It was determined that device failed the therapy delivery test due to a defective therapy capacitor. The fse replaced the therapy capacitor to resolve the issue and the device was returned to full functionality. Based on the information available and the testing conducted, the reported problem was determined to be caused by the defective therapy capacitor. The root cause of the reported problem could not be confirmed. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse resolved the issue by replacing the therapy capacitor. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited an unspecified failure. Additional information has been requested. There was no reported patient involvement.